Event description:
It was reported that the patient underwent a revision surgery due to recurrent dislocations approximately three (3) years post-implantation. During the revision surgery posterior instability and limb length discrepancy were noted. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 ¿ associated product. Item number #010000850 item name #g7 neutral e1 liner 32mm f lot #6707836. G2 ¿ new zeland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical record were received and reviewed by a health care professional. The patient underwent a first right tha due to primary osteoarthritis. Subsequently, the patient suffered of 4 dislocations, the most recent of which required revision. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.